Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples but four (4) photos were received from the customer facility for investigation. Based on the visual inspection/evaluation of the photos, bd observed sliced tubing, a hole in the holder, and a device with a spring protruding from the barrel. Conclusion: an absolute root cause has not be identified. CAPA (B)(4) was initiated to determine root cause and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Event description:
It was reported that the tubing of the bd vacutainer® push button blood collection set was leaking. Another set had a hole in the holder and another set holder was damaged. No serious injury or medical intervention reported.